Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-15019. It was reported that the patient presented with elevated right ventricular capture threshold and low sensing on the right ventricular lead. The physician elected to replace the lead. During the procedure, an insulation breach was noted on the atrial lead. Both leads were replaced. The patient was stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received indicated that the lead also exhibited high impedance.

Manufacturer narrative:
The reported events of elevated thresholds, low sensing, and high impedance were confirmed. A partial lead was returned for analysis in 2 segments. External insulation abrasion exposing the outer coil was noted at 3.5-4.0 and 6.0-6.1 cm from the distal tip consistent with lead friction to another device or feature of the heart. The ring electrode was found to be completely encapsulated with fibrosis. The cause of the reported event was isolated to the abrasions consistent with friction to another device or feature of the heart and the ring electrode completely encapsulated with fibrosis/calcification.